Event description:
The patient reported skin irritation on (B)(6) 2026 that was described as "irritated/sore" and different from previous experiences. The irritation was categorized as rawness/raw skin without open skin, and blisters/welts. The patient was using an mcot device with leadwire configuration and electrode lot#: 27325v13. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. The patient discontinued or took a break in service due to the irritation. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity/allergies, specifically to bandaids and latex.

Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 that was described as "irritated/sore" and different from previous experiences. The irritation was categorized as rawness/raw skin without open skin, and blisters/welts. The patient was using an mcot device with leadwire configuration and electrode lot#: 27325v13. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. The patient discontinued or took a break in service due to the irritation. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity/allergies, specifically to bandaids and latex. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity/allergies, specifically to bandaids and latex. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.